Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0ageh, implanted: (B)(6) 2013, product type: lead.

Event description:
A healthcare provider (hcp) reported that the patient's dbs had a malfunction with high impedances. It was stated that there was a possible loose connection between the distal extension wire and the generator. It was confirmed that the patient was doing well post-operatively with "appropriate device malfunction." However, the patient noted to their neurologist that they had decreased efficacy of the dbs system. An interrogation of the implant revealed high impedances on one side, after which the patient agreed to device replacement which took place on (B)(6) 2016. During the revision procedure no gross loosening or malfunction or break in the extension wire was noted. Once the implantable neurostimulator (ins) was replaced and impedances were tested it showed all values within range. [Omitted information related to revision procedure] the patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.